Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
On (B)(6) 2012, pacemaker-implanted patient experienced ventricular fibrillation and an external shock was delivered. Then, pacemaker could neither sense nor pace anymore and it was not possible to reprogram it. Pacemaker was not replaced. Reportedly, after the external shock, an atrial fibrillation with a ventricular rhythm at approximately 50bmp was observed. The patient passed away more than one month later ((B)(6), 2012). Pacemaker will be returned for analysis.